Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred after pump was exposed to airport x-ray scan. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 160 mg/dl.